Event description:
It was reported by the rep that the device was used during a thoracotomy. It was reported the staplers jammed. 11/3/98 another ez45 was used to complete the case. There was no consequence to the pt.